Event description:
A customer reported via phone call indicating that they experienced high blood glucose of up to 600 mg/dl. The customer was assisted with trouble shooting but there were no signs of air bubbles, or leaks in their reservoir. The customer wished to perform a high pressure test but did not have the supplies to do so at the time of the call. The customer was sent supplies to finish troubleshooting. The customer mentioned that they had high blood glucose before but that was because their site had fallen off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see svn (B)(4) for related documentation.